Event description:
It was reported, per filed service report: pump was on pt. Symptom - fiberoptix sensor (fos) connector loose connection, lost intermittent. Findings/actions taken: fos tester double clicks, but a little sloppy. Replaced fos slider. Passed functional checklist.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.